Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow-up report when/if product is returned for eval or additional info becomes available.

Event description:
It was reported that since 1 year after ventral hernia repair, pt has been treated for bowel blockages, 1 bowel obstruction requiring surgery, hemangioma on liver, hysterectomy, consistent abdominal pain, high liver enzyme levels and rectal bleeding.